Event description:
Additional information was received indicating the physician alleged insulation damage, although it was not confirmed with diagnostic imaging.

Event description:
During an in-clinic follow-up, oversensing and increased pacing impedance were detected on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable.